Event description:
It was reported "while putting sutures thru the annuloplasty ring outside the body the balloon lost occlusion and pressure. While aspirating on the balloon inflation line blood was visible in the line. The rest of the case was finished with the heart fibrillating and the patient did fine. Upon removal of the device a1.5-2cm tear was observed longitudinally in the mid portion of the balloon. Of note is that the balloon was inflated with 47cc of saline which is 12cc above the recommended max volume in the IFU".

Manufacturer narrative:
Device was discarded by the hospital. The device was not returned for investigation into root cause. There are many possible root causes of the reported loss of occlusion/hole in the device. It is unlikely that the root cause is related to a manufacturing non conformance as the device maintained occlusion and tested well during prep. It is unlikely that the root cause is related to a design deficiency. It is possible that the root cause is related to a specific incident during the procedure such as overinflation, damage during prep, or a needle strike by the physician. From the available information root cause cannot be determined. Manufacturing records were unable to be reviewed instructions for use and training records were reviewed for this device and there were no additional concerns. Trends remains in control. Trends will continue to be monitored through the edwards quality system and any new information will be reviewed for further analysis.